Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, particulate identified, syringe 50cc ll tip convenience pak. The particulate was analyzed by a contract laboratory and was determined to be a silicon-rich material with iron inclusions.